Manufacturer narrative:
This report is submitted on august 11, 2022.

Event description:
Per the clinic, the patient experienced pain and swelling around her implant site. There has been no infection surrounding the implant or associated with the swelling, just intermittent swelling and pain which was treated with oral antibiotics and steroids (mode of administration unknown). The device was re-positioned. The implant remains in-situ.